Event description:
The customer obtained a negatively biased hbsag result on a quality control fluid. The customer had not been performing daily signal reagent probe cleaning. This scenario is consistent with a malfunction which could also cause false negative ckmb, beta-hcg, and tpnl result. There was no report of pt harm as a result of this occurrence.